Event description:
The customer reported that the light source displayed turret error e200 (communication error code). There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the inlet fuse box was burnt. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the front panel flashing due to mesh and filter turret failure, error e200 due to turret unit failure, and the output connector (light guide connection) does not enter high-luminance mode due to failure of the high-luminance detection section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the risk analysis evaluation and the legal manufacturer's final investigation. As a result of the risk analysis by olympus, it was found that the allegation reported by the customer (turret error message e200) is identified as a new patient-reportable adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue was due to a malfunction of the mesh turret and filter turret. Olympus will continue to monitor the field performance of this device.